Event description:
It was reported that catheter entrapment occurred. A coyote pta balloon dilatation catheter was advanced to the lesion. During the procedure, the balloon was inflated and deflated. When the physician tried to remove the balloon over the wire, it was noted that the balloon was sticking to the wire. Access was lost. The guide wire and the balloon were then removed together from the patient¿s body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).